Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter. Correction: block d4: model number. Block h6: evaluation conclusion codes.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, two clips failed to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this report pertains to one of two devices used during the same procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, two clips failed to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this report pertains to one of two devices used during the same procedure.